Manufacturer narrative:
Per tandem's t;slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 300 (mg/dl) after consuming carbohydrates. To address the bg level, the customer delivered a correction bolus. Review of the pump data logs regarding the customer's elevated bg levels showed that the customer does not enter bg values when programming a bolus. Therefore, the pump was unable to calculate a correction bolus. Additionally, the customer regularly enters a carbohydrates value of approximately 45-48 grams and delivers the full 10 units of insulin. Recommendation was made to consult with health care provider regarding diabetes management.